Manufacturer narrative:
(B)(4).

Event description:
When using the shaver burr during an ankle arthroscopy surgery, through the screen of the tv, the surgeon noted some silver things shed off. They took out the burr and noted the cannula to have some scratch marks. The shedding was observed inside the cannula. A lot of saline was used to irrigate the site and the surgeon used another burr to finish the operation. This was not a hard tissue issue (tissue was soft). The patient is reported as fine after the operation.

Manufacturer narrative:
One 2.9 abrader mag-mini blade was returned for evaluation. Visual assessment confirmed the inner burr and outer sheath are bent. The inner sheath shows metal debridement at the distal tip. The adapter body is cracked were the outer sheath interfaces. All indications point to excessive side-loading during use which likely caused the blade to heat¿up and ultimately break. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required. (B)(4).